Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that there was recurring insulin flow blocked alarms during bolus deliveries. The customer stated the reservoir was not empty and insulin was unable to exit with a fixed prime. The customer also stated insulin was unable to exit from the tubing. The customer stated they would revert to a back-up plan. The customer agreed to return the insulin pump for analysis.